Event description:
It was reported the patient's scs system exhibited low impedance. Surgical intervention was taken and the ipg was replaced. Upon examination after explantation before removing the electrode and the port plug from the ipg, the physician found bodily fluids in the ipg¿s header. The procedure was completed as intended.